Event description:
During a procedure, the micropuncture sheath was inserted. While pulling out the wire and dilator a portion of the distal wire became dislocated from the shaft of the wire. The sheath was removed. Pressure was held. The broken off portion of the wire remained in the soft tissue (not in a vessel). The wire remains in the soft tissue, has not been retrieved.

Manufacturer narrative:
Expiration: unknown as lot is unknown. (B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the caution label, we illustrate, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Possible causes for wire separation can include damage to the wire guide associated with withdrawal through the needle (warning label indicates "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage.") Or other instrument. Patient anatomy may be a contributing factor. There is no evidence in the event description that points to a possible cause. We will continue to monitor for similar complaints. No actions are necessary at this time as there is insufficient risk.